Manufacturer narrative:
1038671-2024-01817. D10: ((B)(6)) 136-36-52 - nv gxl lnr, +5lat, 36mm g2-52/54mm cups; ((B)(6)) 180-01-54 - nv crown cup clstr hole 54mm group 2 / ((B)(6)) 164-01-13 - element-stem, collarless w/ha, std offset, sz ((B)(6)) 120-65-30 - bone screw 6.5mm dia x 30mm long. The most likely underlying cause for the revision reported is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential), wear of the femoral head, and loss of range of motion. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 79 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, limited rom, loss of mobility, anxiety, emotional distress. No further issues or complications were reported. No additional information is available.